Event description:
The sales representative reported that in 2009, the patient underwent a revision surgery to remove the construct from l5-s1. The patient had complained of back pain in the vicinity of the construct hardware. The patient underwent the initial fusion surgery on l5-s1 in 2008. No further hardware was implanted due to a successful fusion.

Manufacturer narrative:
Product will not be returned. Device manufacture date is unknown. Evaluation is pending.